Manufacturer narrative:
(D10) concomitant device(s): 320-36-00 - 145-deg pe 36mm hum liner +0 : a196193. 320-10-00 - equinoxe reverse tray adapter plate tray +0 : 370920. 320-31-36 - glenosphere, 36mm : a340483. 320-35-02 - small superior augment glenoid plate : 274421. 320-15-05 - eq rev locking screw : a291916. 320-20-00 - eq reverse torque defining screw kit : a312996. 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm : s352263. 320-20-46 - eq rev compress screw lck cap kit, 4.5 x 46mm : s369950. 321-52-07 - 3.2mm drill bit sterile : a303319. 321-52-09 - 3.2mm k-wire, trocar tip : a234156.

Event description:
Approximately 1 year(s), 4 month(s) and 9 day(s) post-operative of a revised left tsa, the patient presented with a scapular spine fracture. The patient fell onto operative left shoulder and developed immediate shoulder pain. A sling, relative rest, and vitamin d/calcium supplements were recommended. The devices remain implanted, and the outcome of this event is considered continuing. The clinical report indicates that this event is possibly related to the device(s) and/or to the procedure.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device did not cause or contribute to the reported event. As a result, this complaint event is no longer considered reportable by exactech and this report may be disregarded.